Event description:
Information received by medtronic indicated that the customer received a pump error alarm and also faced high blood glucose of 407mg/dl. Troubleshooting was performed for the alarm. The customer was able to clear the alarm successfully and stated that the pump rewind was completed and also the 0.2 unit fill cannula into the air for delivery was successful. The use of the auto-mode feature in the pump is not known. The customer will discontinue using the insulin pump and revert to the backup plan as per hcp instructions. The pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w 5.2a. Retainer ring = black. The customer returned the pump for alleged pump error 63 on (B)(6) 2022. On svn (B)(4) the customer reported alleged high bg's on (B)(6) 2022. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0871 inches. The pump properly listed the boluses deliveries and fill cannula in the pump history screen. Pump error 63 (variableinfo: 15) was confirmed on (B)(6) 2022 at 07:39:55.000 in the pump history file (B)(4) pump error 63 suspecting hw. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The pump passed the functional testing. Unable to confirm alleged high bg's. Pump error 63 confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. The customer returned the insulin pump for alleged insulin pump error on october 12, 2022. On svn (B)(4) the customer reported alleged high bg's on june 25, 2022. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the deleivery accuracy test at 0.0871 inches. The insulin pump properly listed the boluses deliveries and fill cannula in the pump history screen. Insulin pump error (variableinfo: 15) was confirmed on october 12, 2022 at 07:39:55.000 in the insulin pump history file esf# : (B)(4), file number: 2017, line number: 147, hw (possible hw). Pump error 63 suspecting hw. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay.the test p-cap and reservoir does lock in place in the reservoir compartment. 5history download was successful using thump and carelink upload was successful. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The insulin pump passed the functional testing. Unable to confirm alleged high bg's. Insulin pump error confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act